Event description:
It was reported that the external pulse generator had "bad" ventricular output. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there was an issue with the ventricular output and it was attributed to th heart lead flex being out of specification and therefore it was replaced. Analysis also found the upper and lower cases and the battery drawer broken and contaminated, the battery release and both bail covers contaminated, the battery contacts compressed and the keyboard scratched, stained and discolored. (B)(4).